Manufacturer narrative:
Ntaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("chronic severe pelvic pain / chronic pelvic pain") and menorrhagia ("menorrhagia / abnormal bleeding (menorrhagia)") in a 41-year-old female patient who had essure (batch no. B80429-invalid) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's past medical history included gravida ii, parity 2 (B)(6) 2002, (B)(6) 1993), pelvic pain and hypertension. Concurrent conditions included obesity and irregular periods. Concomitant products included medroxyprogesterone acetate (depo-provera). On (B)(6) 2011, the patient had essure inserted. On (B)(6) 2013, 1 year 2 months after insertion of essure, the patient experienced dysmenorrhoea ("dysmenorrhea") and vulvovaginal pain ("vaginal pain"). On an unknown date, the patient experienced pelvic pain (seriousness criteria hospitalization and intervention required), menorrhagia (seriousness criteria hospitalization and intervention required), hormone level abnormal ("hormonal changes"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), cystitis ("bladder infection"), urinary tract infection ("urinary tract infection"), vaginal infection ("vaginal infection"), female sexual dysfunction ("apareunia"), migraine ("migraines"), headache ("headaches"), nausea ("nausea"), tooth disorder ("dental problems"), dyspareunia ("dyspareunia/ dyspareunia (painful sexual intercourse)"), vaginal discharge ("vaginal discharge"), weight increased ("weight gain"), alopecia ("hair loss"), bladder disorder ("bladder problems"), urinary tract disorder ("urinary tract disorder") and abdominal pain ("abdominal area pain"). The patient was hospitalized from (B)(6) 2013 to (B)(6) 2013. The patient was treated with surgery (total abdominal hysterectomy (total hysterectomy (uterus and cervix removed)). Essure was removed on (B)(6) 2013. At the time of the report, the pelvic pain, dyspareunia, vulvovaginal pain and abdominal pain was resolving, the menorrhagia outcome was unknown and the hormone level abnormal, vaginal haemorrhage, cystitis, urinary tract infection, vaginal infection, female sexual dysfunction, migraine, headache, nausea, tooth disorder, dysmenorrhoea, vaginal discharge, weight increased, alopecia, bladder disorder and urinary tract disorder had not resolved. The reporter considered abdominal pain, alopecia, bladder disorder, cystitis, dysmenorrhoea, dyspareunia, female sexual dysfunction, headache, hormone level abnormal, menorrhagia, migraine, nausea, pelvic pain, tooth disorder, urinary tract disorder, urinary tract infection, vaginal discharge, vaginal haemorrhage, vaginal infection, vulvovaginal pain and weight increased to be related to essure. The reporter commented: according to medical records, the patient underwent total abdominal hysterectomy due to chronic pelvic pain due to essure contraceptive device and menorrhagia. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 28.3 kg/sqm. Hysterosalpingogram - on (B)(6) 2012: confirmed that essure device successfully occluded on (B)(6) 2013, transaxial scans through the abdomen and pelvis were obtained without intravenous contrast. Findings: the gallbladder has been removed. (B)(6) 2013, surgical pathology report:,uterus: ·proliferative type endometrium, negative for hyperplasia, neoplasia and chronic endometritis. -adenomyosis. Concerning the injuries reported in this case, the following ones were described in patient¿s medical record confirming pelvic pain, menorrhagia. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on (B)(6) 2018: update of information (batch not invalid). Incident no valid lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("chronic severe pelvic pain / chronic pelvic pain") and menorrhagia ("menorrhagia / abnormal bleeding (menorrhagia)") in a 41-year-old female patient who had essure (batch no. B80429) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's past medical history included gravida ii, parity 2 ((B)(6) 2002, (B)(6) 1993), pelvic pain and hypertension. Concurrent conditions included obesity and irregular periods. Concomitant products included medroxyprogesterone acetate (depo-provera). On (B)(6) 2011, the patient had essure inserted. On (B)(6) 2013, 1 year 2 months after insertion of essure, the patient experienced dysmenorrhoea ("dysmenorrhea") and vulvovaginal pain ("vaginal pain"). On an unknown date, the patient experienced pelvic pain, menorrhagia (seriousness criteria hospitalization and intervention required), hormone level abnormal ("hormonal changes"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), cystitis ("bladder infection"), urinary tract infection ("urinary tract infection"), vaginal infection ("vaginal infection"), female sexual dysfunction ("apareunia"), migraine ("migraines"), headache ("headaches"), nausea ("nausea"), tooth disorder ("dental problems"), dyspareunia ("dyspareunia/ dyspareunia (painful sexual intercourse)"), vaginal discharge ("vaginal discharge"), weight increased ("weight gain"), alopecia ("hair loss"), bladder disorder ("bladder problems"), urinary tract disorder ("urinary tract disorder") and abdominal pain ("abdominal area pain"). The patient was hospitalized from (B)(6) 2013 to (B)(6) 2013. The patient was treated with surgery (total abdominal hysterectomy (total hysterectomy (uterus and cervix removed). Essure was removed on (B)(6) 2013. At the time of the report, the pelvic pain, dyspareunia, vulvovaginal pain and abdominal pain was resolving, the menorrhagia outcome was unknown and the hormone level abnormal, vaginal haemorrhage, cystitis, urinary tract infection, vaginal infection, female sexual dysfunction, migraine, headache, nausea, tooth disorder, dysmenorrhoea, vaginal discharge, weight increased, alopecia, bladder disorder and urinary tract disorder had not resolved. The reporter considered abdominal pain, alopecia, bladder disorder, cystitis, dysmenorrhoea, dyspareunia, female sexual dysfunction, headache, hormone level abnormal, menorrhagia, migraine, nausea, pelvic pain, tooth disorder, urinary tract disorder, urinary tract infection, vaginal discharge, vaginal haemorrhage, vaginal infection, vulvovaginal pain and weight increased to be related to essure. The reporter commented: according to medical records, the patient underwent total abdominal hysterectomy due to chronic pelvic pain due to essure contraceptive device and menorrhagia. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 28.3 kg/sqm. Hysterosalpingogram - on (B)(6) 2012: confirmed that essure device successfully occluded. On (B)(6) 2013, transaxial scans through the abdomen and pelvis were obtained without intravenous contrast. Findings: the gallbladder has been removed. (B)(6) 2013, surgical pathology report:,uterus: proliferative type endometrium, negative for hyperplasia, neoplasia and chronic endometritis. Adenomyosis. Concerning the injuries reported in this case, the following ones were described in patient¿s medical record confirming pelvic pain, menorrhagia. Most recent follow-up information incorporated above includes: on (B)(6) 2018: added event abdominal area pain and updated outcome of event pelvic pain and vaginal pain. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("chronic severe pelvic pain") in a female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2011, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required) and menorrhagia ("menorrhagia"). The patient was treated with surgery (total abdominal hysterectomy). Essure was removed. At the time of the report, the pelvic pain and menorrhagia outcome was unknown. The reporter considered menorrhagia and pelvic pain to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2012: confirmed that essure device successfully occluded incident. No lot number or sample available for investigation. There is no evidence that a device related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
Spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("chronic severe pelvic pain / chronic pelvic pain") and menorrhagia ("menorrhagia / abnormal bleeding (menorrhagia)") in a 41-year-old female patient who had essure (batch no. B80429-invalid) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's past medical history included gravida ii, parity 2 ((B)(6) 2002, (B)(6) 1993), pelvic pain and hypertension. Concurrent conditions included obesity and irregular periods. Concomitant products included medroxyprogesterone acetate (depo-provera) and nsaid's. On (B)(6) 2011, the patient had essure inserted. In (B)(6) 2012, the patient experienced pelvic pain (seriousness criteria hospitalization and intervention required), menorrhagia (seriousness criteria hospitalization and intervention required), vaginal haemorrhage ("abnormal bleeding (vaginal)"), dyspareunia ("dyspareunia/ dyspareunia (painful sexual intercourse)"), depression ("depression") and anxiety ("mental anguish"). On (B)(6) 2013, 1 year 2 months after insertion of essure, the patient experienced dysmenorrhoea ("dysmenorrhea") and vulvovaginal pain ("vaginal pain"). On an unknown date, the patient experienced hormone level abnormal ("hormonal changes"), cystitis ("bladder infection"), urinary tract infection ("urinary tract infection"), vaginal infection ("vaginal infection"), female sexual dysfunction ("apareunia"), migraine ("migraines"), headache ("headaches"), nausea ("nausea"), tooth disorder ("dental problems"), vaginal discharge ("vaginal discharge"), weight increased ("weight gain"), alopecia ("hair loss"), bladder disorder ("bladder problems"), urinary tract disorder ("urinary tract disorder") and abdominal pain ("abdominal area pain"). The patient was hospitalized from (B)(6) 2013. The patient was treated with surgery (total abdominal hysterectomy (total hysterectomy (uterus and cervix removed)) and surgery (total abdominal hysterectomy (total hysterectomy (uterus and cervix removed)). Essure was removed on (B)(6) 2013. At the time of the report, the pelvic pain, dyspareunia, vulvovaginal pain and abdominal pain was resolving, the menorrhagia, depression and anxiety outcome was unknown and the hormone level abnormal, vaginal haemorrhage, cystitis, urinary tract infection, vaginal infection, female sexual dysfunction, migraine, headache, nausea, tooth disorder, dysmenorrhoea, vaginal discharge, weight increased, alopecia, bladder disorder and urinary tract disorder had not resolved. The reporter considered abdominal pain, alopecia, anxiety, bladder disorder, cystitis, depression, dysmenorrhoea, dyspareunia, female sexual dysfunction, headache, hormone level abnormal, menorrhagia, migraine, nausea, pelvic pain, tooth disorder, urinary tract disorder, urinary tract infection, vaginal discharge, vaginal haemorrhage, vaginal infection, vulvovaginal pain and weight increased to be related to essure. The reporter commented: according to medical records, the patient underwent total abdominal hysterectomy due to chronic pelvic pain due to essure contraceptive device and menorrhagia. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 28.3 kg/sqm. Hysterosalpingogram - on (B)(6) 2012: confirmed that essure device successfully occluded. On (B)(6) 2013, transaxial scans through the abdomen and pelvis were obtained without intravenous contrast. Findings: the gallbladder has been removed. (B)(6) 2013, surgical pathology report:,uterus: ·proliferative type endometrium, negative for hyperplasia, neoplasia and chronic endometritis. Adenomyosis. Concerning the injuries reported in this case, the following ones were described in patient¿s medical record confirming pelvic pain, menorrhagia. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on (B)(6) 2018: events- "depression, mental anguish", concomitant drug added from pfs. Incident: no valid lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('chronic severe pelvic pain / chronic pelvic pain') and menorrhagia ('menorrhagia / abnormal bleeding (menorrhagia)') in a 41-year-old female patient who had essure (batch no. B80429-invalid) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included gravida ii, parity 2 ((B)(6) 2002, (B)(6) 1993), pelvic pain and hypertension. Concurrent conditions included obesity and irregular periods. Concomitant products included medroxyprogesterone acetate (depo-provera) from (B)(6) 2011 to (B)(6) 2012, nsaids since (B)(6) 2011 and paracetamol (acetaminophen) since (B)(6) 2011. On (B)(6) 2011, the patient had essure inserted. In (B)(6) 2012, the patient experienced dysmenorrhoea ("dysmenorrhea (cramping)"), 1 year 2 months after insertion of essure. In (B)(6) 2012, the patient experienced pelvic pain (seriousness criteria hospitalization and intervention required), menorrhagia (seriousness criteria hospitalization and intervention required), vaginal haemorrhage ("abnormal bleeding (vaginal)"), dyspareunia ("dyspareunia/ dyspareunia (painful sexual intercourse)"), depression ("psychological or psychiatric problems - condition: depression") and anxiety ("psychological or psychiatric problems - condition: mental anguish"). On (B)(6) 2013, the patient experienced vulvovaginal pain ("vaginal pain"). On an unknown date, the patient was found to have hormone level abnormal ("hormonal changes") and weight increased ("weight gain") and experienced cystitis ("bladder infection"), urinary tract infection ("urinary tract infection"), vaginal infection ("vaginal infection"), female sexual dysfunction ("apareunia"), migraine ("migraines"), headache ("headaches"), nausea ("nausea"), tooth disorder ("dental problems"), vaginal discharge ("vaginal discharge"), alopecia ("hair loss"), bladder disorder ("bladder problems"), urinary tract disorder ("urinary tract disorder"), abdominal pain ("abdominal area pain"), genital haemorrhage ("gen. Abnormal bleeding") and post procedural complication ("post removal complication"). The patient was hospitalized from (B)(6) 2013 to (B)(6) 2013. The patient was treated with surgery (total abdominal hysterectomy (total hysterectomy (uterus and cervix removed)). Essure was removed on (B)(6) 2013. At the time of the report, the pelvic pain and genital haemorrhage had resolved, the menorrhagia, depression, anxiety and post procedural complication outcome was unknown, the hormone level abnormal, vaginal haemorrhage, cystitis, urinary tract infection, vaginal infection, female sexual dysfunction, migraine, headache, nausea, tooth disorder, dysmenorrhoea, vaginal discharge, weight increased, alopecia, bladder disorder and urinary tract disorder had not resolved and the dyspareunia, vulvovaginal pain and abdominal pain was resolving. The reporter considered abdominal pain, alopecia, anxiety, bladder disorder, cystitis, depression, dysmenorrhoea, dyspareunia, female sexual dysfunction, genital haemorrhage, headache, hormone level abnormal, menorrhagia, migraine, nausea, pelvic pain, post procedural complication, tooth disorder, urinary tract disorder, urinary tract infection, vaginal discharge, vaginal haemorrhage, vaginal infection, vulvovaginal pain and weight increased to be related to essure. The reporter commented: according to medical records, the patient underwent total abdominal hysterectomy due to chronic pelvic pain due to essure contraceptive device and menorrhagia. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 28.3 kg/sqm. Hysterosalpingogram - on (B)(6) 2012: results: confirmed that essure device successfully occluded.total bilateral occlusion. On (B)(6) 2013, transaxial scans through the abdomen and pelvis were obtained without intravenous contrast. Findings: the gallbladder has been removed. (B)(6) 2013, surgical pathology report:,uterus: ·proliferative type endometrium, negative for hyperplasia, neoplasia and chronic endometritis. -adenomyosis. Concerning the injuries reported in this case, the following ones were described in patient¿s medical record confirming pelvic pain, menorrhagia. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 8-jun-2020: quality safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('chronic severe pelvic pain / chronic pelvic pain') and menorrhagia ('menorrhagia / abnormal bleeding (menorrhagia)') in a 41-year-old female patient who had essure (batch no. B80429-inv) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included gravida ii, parity 2 (B)(6)2002, (B)(6)1993), pelvic pain and hypertension. Concurrent conditions included obesity and irregular periods. Concomitant products included medroxyprogesterone acetate (depo-provera) from (B)(6)2011 to (B)(6)2012, nsaids since (B)(6)2011 and paracetamol (acetaminophen) since (B)(6)2011. On (B)(6)2011, the patient had essure inserted. In (B)(6)2012, the patient experienced dysmenorrhoea ("dysmenorrhea (cramping)"), 1 year 2 months after insertion of essure. In (B)(6)2012, the patient experienced pelvic pain (seriousness criteria hospitalization and intervention required), menorrhagia (seriousness criteria hospitalization and intervention required), vaginal haemorrhage ("abnormal bleeding (vaginal)"), dyspareunia ("dyspareunia/ dyspareunia (painful sexual intercourse)"), depression ("psychological or psychiatric problems - condition: depression") and anxiety ("psychological or psychiatric problems - condition: mental anguish"). On (B)(6)2013, the patient experienced vulvovaginal pain ("vaginal pain"). On an unknown date, the patient was found to have hormone level abnormal ("hormonal changes") and weight increased ("weight gain") and experienced cystitis ("bladder infection"), urinary tract infection ("urinary tract infection"), vaginal infection ("vaginal infection"), female sexual dysfunction ("apareunia"), migraine ("migraines"), headache ("headaches"), nausea ("nausea"), tooth disorder ("dental problems"), vaginal discharge ("vaginal discharge"), alopecia ("hair loss"), bladder disorder ("bladder problems"), urinary tract disorder ("urinary tract disorder"), abdominal pain ("abdominal area pain"), genital haemorrhage ("gen. Abnormal bleeding") and post procedural complication ("post removal complication"). The patient was hospitalized from (B)(6)2013 to (B)(6)2013. The patient was treated with surgery (total abdominal hysterectomy (total hysterectomy (uterus and cervix removed)). Essure was removed on (B)(6)2013. At the time of the report, the pelvic pain and genital haemorrhage had resolved, the menorrhagia, depression, anxiety and post procedural complication outcome was unknown, the hormone level abnormal, vaginal haemorrhage, cystitis, urinary tract infection, vaginal infection, female sexual dysfunction, migraine, headache, nausea, tooth disorder, dysmenorrhoea, vaginal discharge, weight increased, alopecia, bladder disorder and urinary tract disorder had not resolved and the dyspareunia, vulvovaginal pain and abdominal pain was resolving. The reporter considered abdominal pain, alopecia, anxiety, bladder disorder, cystitis, depression, dysmenorrhoea, dyspareunia, female sexual dysfunction, genital haemorrhage, headache, hormone level abnormal, menorrhagia, migraine, nausea, pelvic pain, post procedural complication, tooth disorder, urinary tract disorder, urinary tract infection, vaginal discharge, vaginal haemorrhage, vaginal infection, vulvovaginal pain and weight increased to be related to essure. The reporter commented: according to medical records, the patient underwent total abdominal hysterectomy due to chronic pelvic pain due to essure contraceptive device and menorrhagia. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 28.3 kg/sqm. Hysterosalpingogram - on (B)(6)2012: results: confirmed that essure device successfully occluded. Total bilateral occlusion. On (B)(6)2013, transaxial scans through the abdomen and pelvis were obtained without intravenous contrast. Findings: the gallbladder has been removed. (B)(6)2013, surgical pathology report:,uterus: ·proliferative type endometrium, negative for hyperplasia, neoplasia and chronic endometritis. -adenomyosis. Concerning the injuries reported in this case, the following ones were described in patient¿s medical record confirming pelvic pain, menorrhagia. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 5-may-2020: pfs received: new events: genital bleeding and post removal complication added. Event outcome updated. Incident: based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("chronic severe pelvic pain / chronic pelvic pain") and menorrhagia ("menorrhagia / normal bleeding (menorrhagia)") in a 41-year-old female patient who had essure (batch no. B80429) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's past medical history included gravida ii, parity 2 ((B)(6)2002, (B)(6)1993), pelvic pain and hypertension. Concurrent conditions included obesity and irregular periods. Concomitant products included medroxyprogesterone acetate (depo-provera). On (B)(6)2011, the patient had essure inserted. On (B)(6)2013, 1 year 2 months after insertion of essure, the patient experienced dysmenorrhoea ("dysmenorrhea") and vulvovaginal pain ("vaginal pain"). On an unknown date, the patient experienced pelvic pain (seriousness criteria hospitalization and intervention required), menorrhagia (seriousness criteria hospitalization and intervention required), hormone level abnormal ("hormonal changes"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), cystitis ("bladder infection"), urinary tract infection ("urinary tract infection"), vaginal infection ("vaginal infection"), female sexual dysfunction ("apareunia"), migraine ("migraines"), headache ("headaches"), nausea ("nausea"), tooth disorder ("dental problems"), dyspareunia ("dyspareunia"), vaginal discharge ("vaginal discharge"), weight increased ("weight gain"), alopecia ("hair loss"), bladder disorder ("bladder problems") and urinary tract disorder ("urinary tract disorder"). The patient was hospitalized from (B)(6)2013 to (B)(6)2013. The patient was treated with surgery (total abdominal hysterectomy (total hysterectomy (uterus and cervix removed)). Essure was removed on (B)(6)2013. At the time of the report, the pelvic pain, hormone level abnormal, vaginal haemorrhage, cystitis, urinary tract infection, vaginal infection, female sexual dysfunction, migraine, headache, nausea, tooth disorder, dysmenorrhoea, dyspareunia, vaginal discharge, weight increased, alopecia, bladder disorder, urinary tract disorder and vulvovaginal pain had not resolved and the menorrhagia outcome was unknown. The reporter considered alopecia, bladder disorder, cystitis, dysmenorrhoea, dyspareunia, female sexual dysfunction, headache, hormone level abnormal, menorrhagia, migraine, nausea, pelvic pain, tooth disorder, urinary tract disorder, urinary tract infection, vaginal discharge, vaginal haemorrhage, vaginal infection, vulvovaginal pain and weight increased to be related to essure. The reporter commented: according to medical records, the patient underwent total abdominal hysterectomy due to chronic pelvic pain due to essure contraceptive device and menorrhagia. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 28.3 kg/sqm. Hysterosalpingogram - on (B)(6)2012: confirmed that essure device successfully occluded on (B)(6)2013, transaxial scans through the abdomen and pelvis were obtained without intravenous contrast. Findings: the gallbladder has been removed. (B)(6)2013, surgical pathology report:,uterus: ·proliferative type endometrium, negative for hyperplasia, neoplasia and chronic endometritis. -adenomyosis. Concerning the injuries reported in this case, the following ones were described in patient¿s medical record confirming pelvic pain, menorrhagia. Most recent follow-up information incorporated above includes: on (B)(6)2018: pfs and medical record received. Medically confirmed case. Reporter and patient demographics were added. Historical condition, historical drug, concomitant disease, laboratory data, concomitant drugs were added. Updated suspect drug indication, stop date and lot number. Events hormonal changes, vaginal bleeding, bladder infection, urinary tract infection, vaginal infection, apareunia, migraines, headaches, nausea, dental problems, dysmenorrhea, dyspareunia, vaginal discharge, weight gain, hair loss, bladder problems, urinary tract disorder and vaginal pain were added from pfs. Incident at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.